Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizziness, queasiness. The patient reported that the patient could not test on the meter. The meter was allegedly prompting "clean test area". There was no result obtained from the patient's meter. There was no result obtained from any other source. There was no comparison between the patient's meter and any other device. There was no treatment. No further information has been reported.